Event description:
The following has been reported: the pump was programmed to deliver a total volume of 1500 cc over 24 hours at a rate of 63 ml/h for a patient receiving total parental nutrition at around 16:00. By approximately 23:00, the tpn had been fully infused, with a remaining volume of 1000 cc being administered at a rate of 63 ml/h, without any prior warning of a pump malfunction. The patient became hemodynamically unstable, reaching a blood glucose level of 600 mg/dl. The pump was immediately withdrawn. Reporting as a conservative measure. Adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The reported device was received in brézins for investigation. Nothing was noticed during external visual check. During device log review, the infusion at 63ml/h was found on the reported date and stopped manually by user, no abnormalities were noted during this review. See attached investigation report for details of infusion setting and infused volume. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. Quality control was performed and no technical or functional issue was detected. The reported event could not be reproduced and there was no technical or functional issue that could be identified for this device which worked as intended. Therefore, this complaint is considered as not valid with no issue. This complaint is considered as: not valid. The trend is: n/a.